Event description:
It was reported that a travel reverse error and reverse motor errors were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken/removed. The investigation found the device the left and right plunger cases were damaged. Reverse motor issue unknown. The pump event history showed a check clutch/ travel course reverse in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during flow test for travel reverse error. The carriage nut on the position pot was found loose. The root cause of the reported issue was due to use error. The technician tightened down carriage nut to factory specifications. Performed function and delivery tests which passed.